Event description:
Physician had just inserted a central line-16 cm four lumen power injectable catheter. He went to suture the catheter and found that the loop on the one side had a slit or break in the circle - the suture slipped out the slit and catheter could not be sutured on that side. The other side was fine and was sutured to secure catheter. Placed steri-strip over the catheter to attempt to help secure. Manufacturer response for quad-lumen central venous catheterization kit, 4-l8.5 fr. X 16 cm pressure injectable abg++cvc kit. (Per site reporter): left message with the rep. I still have the device from medsun# (B)(4) that I have been trying to send back.